Manufacturer narrative:
Follow-up #1: date of submission 03/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2015 with the following findings:the pump powered on to a blank display. There was evidence of moisture observed behind the display. The complaint of a dim display could not be adequately investigated due to the blank display. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked in two places. The pump failed leak testing due to a display lens leak and a battery compartment leak. The pump case was opened and there was evidence of moisture on the pcb in addition to the display.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).